Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A log review confirmed the single-use instrument used was on (B)(6) 2020 on sk2828. There were no photographic images and/or video recording of the procedure available for review. The generator is designed to prompt an instrument error when a cracked or broken blade is detected. No other complaints related to this instrument were reported by the site. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the generator alarmed indicating excess stress on the tip of the harmonic ace curved shears. A prompt displayed on the generator advising the user to replace the instrument. The user was unable to activate the instrument, and after multiple attempts, the blade broke inside the patient. The fragment was retrieved during the same procedure. The instrument was replaced with a backup da vinci instrument of a different kind. The procedure was completed with no reported patient harm or injury. Due to the issue, there was a surgical procedure delay of 30 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on (B)(6) 2020: the instrument was inspected prior to use. No functionality issues were noted during use. The surgeon was able to use the instrument for approximately two hours. Prior to the breakage, the instrument was removed with no resistance upon removal through the cannula. The surgeon was trying to activate the instrument when the fragment broke off. The surgeon clearly saw the fragment through the 3d viewer and was able to retrieve it. There was no report of instrument collision or other hard material. Upon final removal of the instrument after the event occurred, the surgical staff did not feel any resistance through the cannula. There was no damage to the cannula or to other instruments. There were no additional procedures, post-operative tests, or post-surgical complications due to the reported event. It was noted that the surgeon "was doubt that equipment quality problem was the cause of the breakage."

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the harmonic ace curved shears involved with this complaint and completed the device evaluation. The instrument was found to have a broken blade. The blade broke at roughly 0.238¿ from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. The instrument was found to have the outer tube broken. This failure is most commonly caused by mishandling/misuse. The instrument was found to have a broken housing release lever. This failure is most commonly cause by mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.